Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03514. It was reported the patient experienced heating while charging his scs system. It was also reported the patient experienced redness at his scs ipg pocket site after charging his scs system. A replacement charging system (low energy) was sent to the patient. On (B)(4) 2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction and removal reporting numbers: 1627487-07262012-002-r and 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.